Event description:
A surgeon reported a case of an anterior capsule radial tear that occurred at the "7-9 o'clock" position in a patient's right eye during laser assisted cataract procedure. Reporter indicated one micro-adhesion was noted following at the "8 o'clock" position, the intraocular lens was successfully implanted in capsular bag. The surgeon, additionally, relayed the patient outcome was good.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).